Event description:
Boston scientific received information that the patient implanted with this pacemaker, and another manufacturer's right ventricular (rv) lead, presented with pocket stimulation. An out of range pacing impedance measurement was noted upon device interrogation. The lead was unipolar pacing which was causing the pocket stimulation. Ventricular tachycardia (vt) events were stored, some showing noise. Noise was recreated in both unipolar and bipolar, however only oversensed in unipolar. An invasive procedure was performed. The lead and device were successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.